Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP,bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing issue, nasal throat irritation/soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported being reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged breathing issue, nasal throat irritation/soreness. The manufacturer received information alleging patient passed away from brain cancer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged an issue related to a CPAP device's sound abatement foam. The patient has alleged breathing issue, nasal throat irritation/soreness and patient passed away from brain cancer. Repeated attempts to have the device and components returned for evaluation and investigation, customer stated device wont be available for return. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.